Manufacturer narrative:
The customer found a misaligned pin and readjusted it to resolve the reported issue. The device passed the required performance verification tests per philips standards.

Event description:
The customer called into technical support (ts) reporting that the device is logging a 110b error. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Advised customer to inspect the pins between the da board and the gas delivery system. Customer found a misaligned pin. The rse advised customer to reseat the da board, and to complete a full performance verification test to verify that the issue is corrected. Further information is pending.